Manufacturer narrative:
(B)(6).. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml exactamix eva tpn bag had leaked from the middle spike port. The customer stated the spike port had not been sealed properly. This event occurred before use of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection and functional testing were performed and revealed a leak from the end of the spike port around the spike port cap. The spike port cap was found not to be sealed properly at the spike port tubing. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.